Manufacturer narrative:
Event date: date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01035. It was reported the patient's s1 lead was explanted due to it eroding out of the patient's skin. Note: it is unknown which lead eroded out of the patient's skin, so both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's wound was resolved post-operatively.